Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) distal tip was ovalized approximately 0.5 cm from the distal tip. Conclusions: evaluation of the second ruby coil used in the procedure revealed that the ruby coil¿s sr-wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. If the sr-wire becomes fractured, it will allow the embolization coil to detach. Evaluation of the returned lantern revealed that the distal tip was ovalized. This type of damage typically occurs due to improper handling during use. If the lantern is forcefully gripped or otherwise compressed during insertion, or the peel-able sheath is not used during insertion, damage such as this may occur. The ovalization on the distal tip of the lantern likely contributed to the resistance that was experienced by the physician during retraction. There was no visible damage to the non-penumbra device; however, the ruby coil¿s embolization coil with the fractured sr-wire was stuck inside. The retrieval of the coil by the stent may have contributed to the unraveling of the coil. The first ruby coil used in the complaint and the pusher assembly of the second ruby coil used in the complaint were not returned for evaluation. All penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01400, 3005168196-2016-01401.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a lantern delivery microcatheter (lantern), and the ruby coil pusher assembly became bent; therefore it was removed. The physician then advanced a new ruby coil to the target vessel using the same lantern; however, the physician wanted to reposition the ruby coil and therefore retracted the ruby coil quickly with resistance, causing it to shred apart. The ruby coil unintentionally detached in the patient body, therefore, the physician used a snare device to retrieve all the parts of the detached ruby coil from the patient. The procedure was completed using a new ruby coil and additional non-penumbra coils, and the same lantern. The physician flushed between each coil and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.